Event description:
An explanted device was received at hq. According to the device explantation report form the user had no sound perception with the concerned device but experienced strong pain with device stimulation.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
An explanted device was received at hq. According to the device explantation report form the user had no sound perception with the concerned device but experienced strong pain with device stimulation.